Manufacturer narrative:
Date of event: exact date unknown, event occurred over the last six months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg charge burden had increased. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.